Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Reportedly, the customer loaded cold insulin into the cartridge. In addition, it was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the cartridge was reloaded successfully and insulin delivery was resumed. Customer's blood glucose was 370 mg/dl.